Event description:
Patient undergoing laparoscopic cholecystectomy and after repeated attempts to insert a 5 mm trocar which continuously was caught on the peritoneum was discontinued and found to exhibit a problem with the blade not going back into the sleave properly.